Event description:
The customer reported having issues with the reservoirs. The caller stated that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The customer mentioned also having bubbles while filling the reservoirs. No further information was provided.

Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoirs orings or stopper groove were inspected for anomalies. There were none found. Ran basal, bolus leaking test per dop 114 811 as follows reservoirs filled with diluent, and connected to a new infusion set. The reservoirs and connector were installed into a 5xx pump. It was concluded that the reservoirs do not leak. Evaluated 1 opened or used reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.